Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) in association with the right ventricular (rv) shock lead portion exhibited high pace impedance measurement >2,000 ohms at implant. The local area sales representative indicated that he did hear a strange clicking, which he assumed was the physician cross-threading the rv p/s resulting in the out-of-range impedance. The physician determined to re-do the connection and all was fine. The physician demonstrated how he had first inserted the lead and then the wrench. He had turned the wrench counterclockwise once he got the wrench in the header. Then he held the lead in the header while the assisting technician screwed the wrench. The technician was noted as new, and it is possible that he torqued the wrench at an odd angle. There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service without further issue. If new information becomes available, this report will be further evaluated and updated.